Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was suspected with the patient's implantable cardioverter defibrillator. Upon further review, it was determined that a false longevity estimation was due to a programmer mid-life overestimation issue.